Event description:
It was reported that during oocyte recovery on (B)(6) 2025, the patient suffered a hemoperitoneum. No additional information available. Ons1733, 17g wallace oocyte (B)(4).

Manufacturer narrative:
G2: france. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated: distribution history: the complaint product was manufactured at csi on november 17th, 2023. A total of (B)(4) units (1250 shelf-boxes) were manufactured for this lot. Manufacturing record review DHR was reviewed and no non-conformities related to the complaint condition were noted. Incoming inspection review all raw materials used to perform the work order were reviewed, all components passed iqc inspection accordingly and no issues were found for the raw materials. Historical complaint review a review of the 2-year complaint history was performed, 22 complaints were reported to have experienced hemoperitoneum using the ons1733, however none were confirmed. Also note: 20 complaints were generated from one report from a single facility. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation visual evaluation of the complaint product could not be completed as the complaint product will not be returned to coopersurgical. If the product should be returned later, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation functional evaluation of the complaint product could not be completed as the complaint product will not be returned to coopersurgical. If the product should be returned later, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause analysis cannot be performed since units did not return and complaint cannot be confirmed, however if the product is returned, an amendment will be attached to this investigation accordingly. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.